Manufacturer narrative:
Of the six malfunctions, the lot number for two malfunctions were provided and lot history reviews were performed. The device for the malfunction has not been returned to the manufacturer for evaluation; therefore, the investigation is inconclusive for tilt, detachment of device, and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced tilt, detachment of device, and perforation of the ivc. This information was received from various sources. All six malfunctions involved patients with no reported consequences. On patient was reported as (B)(6) and another was reported as a female; all other patient details were not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced tilt, detachment of device, and perforation of the ivc. This information was received from various sources. All four malfunctions involved patients with no reported consequences. The weight of the two 26 years old male patient and one 72 year old female patient were not provided. The remaining patient age, sex and weight were not provided.

Manufacturer narrative:
Of the six reported malfunctions, two malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr# 2020394-2020-06393 & 2020394-2020-05220. The product catalog number for one malfunction was changed to rf320j. The lot number was provided for the four reported malfunctions, therefore, a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided for three malfunctions. Medical record was not provided for one malfunction , therefore, the investigation is inconclusive for tilt, detachment of device, and perforation. The investigation for another malfunction is confirmed for perforation but inconclusive for detachment and tilt. For one malfunction, perforation, detachment and retrieval difficulties were confirmed; however the investigation is inconclusive for tilt. The company is still investigating the issue for the remaining malfunction. The devices were labeled for single use. (Corporate lot number: gfsf2723) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced tilt, detachment of device, and perforation of the ivc. This information was received from various sources. All four malfunctions involved patients with no reported consequences. The weight of the two 26 years old male patient and one 72 year old female patient were not provided. The remaining patient age, sex and weight were not provided.

Manufacturer narrative:
H10: of the six reported malfunctions, two malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr# 2020394-2020-06393 & 2020394-2020-05220. The product catalog number for one malfunction was changed to rf320j.the lot number was provided for the four reported malfunctions, therefore, a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for three malfunctions. Medical record was not provided for one malfunction , therefore, the investigation is inconclusive for tilt, detachment of device, and perforation. The investigation for another malfunction is confirmed for perforation but inconclusive for detachment and tilt. For one malfunction, perforation, detachment and retrieval difficulties were confirmed; however the investigation is inconclusive for tilt. The remaining malfunction is confirmed for the alleged filter tilt, detachment of device, and perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4(corporate lot number: gfsf2723),g3. H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced tilt, detachment of device, and perforation of the ivc. This information was received from various sources. All four malfunctions involved patients with no reported consequences. The weight of the two 26 years old male patients were not provided. The remaining two patients age, sex and weight were not provided.

Manufacturer narrative:
H10: of the six reported malfunction, two malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and one malfunction was reported under emdr# 2020394-2020-05220, and another malfunction will be reported under emdr# (B)(4). Of the remaining four malfunctions, the lot number for three malfunctions were provided and lot history reviews were performed. The devices for the malfunctions has not been returned to the manufacturer for evaluation; however, medical records were provided for two malfunctions. For one malfunction that provided medical records, the investigation was identified for difficult to retrieve and code 1528 was added; the investigation is confirmed for perforation, detachment and retrieval difficulties, and inconclusive for filter tilt. . For two malfunctions medical records were not provided, the investigation is inconclusive for tilt, detachment of device, and perforation. For the remaining one malfunction that provided medical records, the company is still investigating the issue at this time. The product catalog no for one malfunction was changed to rf320j. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: b5, h6(results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the six reported malfunction, two malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and the two malfunctions was reported under emdr# 2020394-2020-06393 & 2020394-2020-05220. Of the remaining four malfunctions, the lot number for three malfunctions were provided and lot history reviews were performed. The devices for the malfunctions has not been returned to the manufacturer for evaluation; however, medical records were provided for two malfunctions. For one malfunction that provided medical records, the investigation was identified for difficult to retrieve and code 1528 was added; the investigation is confirmed for perforation, detachment and retrieval difficulties, and inconclusive for filter tilt. For two malfunctions medical records were not provided, the investigation is inconclusive for tilt, detachment of device, and perforation. For the remaining one malfunction that provided medical records, the investigation was confirmed for perforation and inconclusive for tilt and detachment. The product catalog no for one malfunction was changed to rf320j. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced tilt, detachment of device, and perforation of the ivc. This information was received from various sources. All four malfunctions involved patients with no reported consequences. The weight of the two 26 years old male patients were not provided. The remaining two patients age, sex and weight were not provided.